Event description:
Description: argyle replogle suction catheter size- 8 fr, length- 24 in, depth marks- 5-25 cm event: a 8fr replogle catheter was discontinued. At the time of removal from the pt, the replogle catheter was severed below the 5 cm mark. The tip which is approx 3 cm in length was missing. Five days later, a new 8 fr replogle package from the same lot number as before was opened. A severed tip approx 3 cm in length fell out of the package. The actual 8 fr replogle catheter was intact.